Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin. Reportedly, the customer was using trusteel infusion set for over 48 hours and novolog insulin over 72 hours, the customer was educated this is off label use.